Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was miscalculating a bolus. Tandem technical support reviewed pump data and found no boluses were delivered on the date of event and verified pump settings were not changed. Contact confirmed no boluses were delivered as it was thought the pump bolus calculation was incorrect. Contact could not provide further information regarding what values were entered into the pump. There was no reported impact to blood glucose. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.